Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller, but the customer was unable to complete the reset at that moment and was instructed to follow up. Pt called back into cts. Cts continued troubleshooting. Cts assisted caller with turning back on their pump. After pump powered back on, pump malfunction had cleared. Customer may continue to use the pump.